Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. The 11th and 12th distal segment were raised and deformed. A protective sheath could not be placed over the stent due to the deformation on the 11th and 12th segments. (B)(4).

Event description:
It was reported that the physician was attempting to use two endeavor resolute rx drug eluting stent to treat a moderately tortuous and severely calcified mid lad lesion, exhibiting 80 % stenosis. It was reported that the device was removed from it's packaging and inspected with no issues noted. The lesion was pre-dilated. The first stent was implanted successfully with no issues. Negative prep was performed on the second stent. It was reported that the stent could not pass the lesion and stent strut damage was seen. It was reported that the case was aborted. No patient injury was reported. It was reported that the physician believes that the event was due to patient morphology/anatomy and was not device related. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.